Event description:
Patient received external pacing 2004. When pacer pad was removed there were three small burns on the chest one of which was on the left nipple. External pacer checked by biomed 8 days later & proper operation verified previous p.m. Had been done 2004. Although the pacing pad had not been saved, the remaining pads were well within the expiration date. Pad was on patient approximately 6 hrs. Pad was placed in an unusual over the upper left chest & left nipple.